Event description:
It is alleged that, "the patient underwent a total right hip arthroplasty on (B)(6) 2004. It is further alleged that, the patient was revision on (B)(6) 2009 due to repeated dislocations."

Manufacturer narrative:
The information provided by stryker orthopaedics' legal affairs department. No additional information is available at this time. Additional follow-up information may be obtained by the legal affairs as it becomes available. The evaluation summary will be submitted in a supplemental report.